Manufacturer narrative:
(B)(4); batch #: u5d940. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with the manual override door out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled, and cannot be used for any subsequent firings. An ecr45b reload was received fully fired, and loaded in the device. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during the cutting, the device didn't work. The incident occurred during the third use. Defective battery? The section was completed manually. The device was removed and a new device ( same kind ) was used.